Event description:
The pt has a history of 2003 surgery to reposition the device after hitting his head several times. In 2005, it was again reported that the pt had fallen and hit his head over the device. The following month, the pt complained of two weeks of headaches, blood blisters over the implant site, and edema. He was started on augmentin. Sinus disease was diagnosed and was believed to be the cause of the headaches. Pt was seen by the surgeon the next month, was admitted to the hosp and started on IV antibiotics. A week later he was then started on a course of oral antibiotics. The site improved. The date that the pt was released from the hosp was not reported. Two months later, the abcess reoccured. On 8/10/2005, the device was explanted and IV antibiotics were administered for 6 weeks postoperatively. The pt is now taking ceftriaxone until his reimplantation surgery, which is scheduled in 2005.